Event description:
In 2008, the lay user/pt contacted lifescan alleging that his one touch ultra was not powering on. The medical affairs specialist (mas) was unable to contact the pt for follow-up questions, so this complaint is being classified based on the customer care advocate's (cca) documentation. The pt was unable/unwilling to specify when the power issue first occurred; however, he claimed that he developed symptoms of feeling dizzy, sweating, and a headache after the power issue began. The time from when the power issue began to when the symptoms began was not specified. He denied receiving any medical intervention as a result of the power issue and did not test on any other devices. The cca noted that the battery was replaced per the owner's manual and there was no misuse of the meter. The customer care advocate (cca) went through troubleshooting with the pt but the meter still did not power on. Replacement products were sent to the pt. It would have been helpful to obtain the following info: how often the pt tests, how he manages his diabetes, how long he was unable to test with his meter and how long after the power issue did he develop his symptoms. It would also be helpful to know how the power issue affected his usual diabetes management and if his symptoms were treated. Based on the provided info, this complaint is being reported because the pt reportedly developed symptoms suggestive of hypoglycemia after the power issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.